Event description:
It was reported that one day post implant r-wave sensing on the atrial channel was observed. Programming changes were made with no further oversensing or complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).